Event description:
It was reported that the patient¿s device had not worked since the day it was implanted and would not turn on. The patient noted that they could turn their device on with their recharger so it was unclear if it would turn on or not. The patient had had nothing but trouble since it was implanted and had not used it in a long time. The patient didn¿t think that the device was implanted correctly. The stimulation would stop after it had been on for about an hour. It was reported that the patient had an MRI appointment on (B)(6) and wanted to know if they could get an MRI. The MRI was related to the therapy. The MRI was for the patient¿s lower back pain and their doctor wanted to see where the device was in the patient¿s body and what was happening. The patient had never had therapeutic effect. The patient was having a lot of back pain. Their lower back was totally messed up. The patient¿s foot also hurt all the time. At the time of the report the patient noted that nothing was working. It was noted that at the end of march the patient was able to turn their stimulation on for 2 days and then on the third day they could not turn their stimulation on even though everything was charged up and ready to go. A doctor told the patient that the device was a ¿piece of junk.¿ the patient¿s implant was supposed to help their pain in their foot, leg, and back. The patient was trying to find a new surgeon to remove their current device and put a new one in. A manufacturer representative talked to the patient on (B)(6) and the patient was doing well. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient needed someone to show her how to recharge and get the best coupling. It was reported that she never received good coupling since implant on (B)(6) 2014. It was stated that the patient wasn¿t expecting the healthcare professional to put her implantable neurostimulator (ins) halfway up her back and thought he was implanting it in the left buttocks. It was reported that the patient usually got no boxes to show up. It was noted that she tried using the belt but it won¿t stay because of the location of the ins. It was stated that the ins felt flat against the skin and the patient could feel it. It was stated that the only way she was able to get her ins to charge was to have her caregiver assist her. It was stated that the patient would like someone to show her in person how the equipment works. The patient stated that she wished she didn't have the surgery or have the ins put in. It was noted that the patient expressed dissatisfaction with her manufacturer¿s representative¿s (rep) service. The patient stated that her surgery was postponed twice due to her rep¿s availability. It was stated that she has placed 3 calls to the rep but hasn¿t received any calls back. Additional information received reported that the patient had not called the rep recently and that it was ¿surprising to him that she mentioned that¿. It was stated that the repwould contact the patient asap. No additional information received. It was indicated that the manufacturer¿s representative sent a response previously answering all the questions asked. Additional information received reported that the patient was doing fine. It was stated that no devices were returned ¿unless she contacted loaner repair¿. It was stated that the patient was recharging fine. It was stated that no further information was available. Additional information received reported that the patient was very upset that she had a lot of trouble recharging her device and said ¿my stimulator worked 2 days since (B)(6) 2014 and I could only get it on and off for 2 days¿. It was stated that the patient expressed dissatisfaction with their manufacturer representative¿s service. It was stated that the patient had appointments scheduled for (B)(4) and then ¿one for last week¿ that were cancelled and now there was one for (B)(6).